Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025 around 9:57am, the patient woke up and went to the bathroom. She noticed that she had urgent low readings on her dexcom mobile device. She reportedly did not get the low glucose alert. The patient tried to treat herself with juice but moments later, she had a seizure. She regained her consciousness after 2-4 mins. Her friend called the 911 and requested for an ambulance. While waiting for the ambulance, her friend gave more juice. By the time the ambulance arrived, the bg was 120mg/dl. Emergency medical services (ems) provided her with more soda right before she was taken to the hospital. While in the ambulance, the patient was vomiting. The patient was brought to the hospital for monitoring and tests. She had a cat scan, MRI, eeg, and bloodwork done as her tests. The patient was also given ivs at the hospital. She stayed there for 36 hours for monitoring and waited for the doctor to discharge her. The results of the tests where good that she was discharged after. At the time of the report, the patient was in stable condition. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information. H6 investigation findings - additional. H6 investigation conclusion - additional.

Event description:
Subsequent to the initial MDR, data was provided for evaluation. An analysis of the data logs was performed for the date of event. The logs indicate that the user began their sensor session on (B)(6) 2025 at 11:37 pm with g7 tx ID: (B)(6). The sensor session lasted three days and ended due to a sensor failure on (B)(6) 2025 at 5:37 pm. Additionally, the user began a new sensor session on (B)(6) 2025 at 6:09 pm with g7 tx ID: (B)(6). The user was observed using an iphone 16 device with os version 18.1.1, dexcom software number (B)(6), and dexcom app version 2.9.0.10374 on (B)(6) 2025. A review of the performance data found that on the event date of (B)(6) 2025, the user experienced one instance of signal loss that lasted less than one hour. Additionally, the user crossed their high, low, urgent low soon and urgent low soon glucose alert thresholds. Additionally, the user experienced a sensor failure due to progressive sensor decline at 5:37 pm. Data investigation confirmed an alert/notification settings issue as no audio output. The probable cause is phone connected to external audio output device which is misuse of the device. No additional patient or event information is available.